Manufacturer narrative:
(B)(4).

Event description:
It was reported that this left ventricular (lv) lead exhibited non-capture and was surgically abandoned and replaced. No additional adverse patient effects were reported.